Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a failure code 21.155.1734.0000 was neither confirmed nor reproduced during product evaluation. The assignable cause of the reported problem could not be identified. Appropriate action was taken to investigate the reported problem by testing the device as per baxter procedures. Technical service identified that the user interface module printed circuit board was replaced to resolve the ancillary issue of "cannot turn on". Quality engineering confirmed user interface module printed circuit board failure. The user interface module printed circuit board was replaced in order to correct this condition. This is involving a pump with software version 6.13.92 which is categorized as a colleague p1.5. A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.

Event description:
The facility reported a colleague infusion pump that experienced failure code 21.155.1734.0000. This event occurred prior to use. It is unknown in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.